Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the attachment was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, debris was found in the nose tube bearings. Increased friction due to debris in the bearings is a probable cause of the reported overheating. The attachment is not a repairable device and will therefore, not be returned to the user facility.